Event description:
The nurse reports testing the retention balloon before inserting the flexi-seal fms in the patient; the retention balloon inflated and then would not deflate. The nurse further reports the flexi-seal fms was not used on the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.